Manufacturer narrative:
(B)(4). The suture mediated closure (smc) system was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported patient device interaction, difficult to remove, and difficult to open or close, as the vessel was partial closed with the prior pre-close sutures. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possibly related to an interaction with patient anatomy/vessel with the foot preventing the foot from fully closing inhibiting removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device is being filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully placed. The sheath remained at 12f sheath and the procedure was completed. Reportedly post procedure, the knots had been advanced but hemostasis was not achieved. Therefore, a third prostyle device was used with post-close; however, resistance was noted during removal. The suture of the third prostyle was successfully deployed. The knot was advanced to the vessel wall without hemostasis being achieved. After the device was removed, the anterior foot was noted to not be retracted. Then, a fourth prostyle device was used; however, resistance was noted during removal as well. After the device was removed, the anterior foot was noted to not be retracted as well. As the device was removed in the state that the foot was not completely closed, the puncture site got damaged. Surgical suturing was performed to treat the puncture site and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.